Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter within 10 minutes: 287 mg/dl, 152 mg/dl and 90 mg/dl. Customer reportedly experienced hypoglycemia symptoms and was treated with grape,juice, and then performed first blood glucose test. Customer's mother injected 21 units of insulin after receiving result of 287 mg/dl, then performed second test. Mother suspected the results and performed the third comparison test. Customer continued to have hypoglycemia symptoms; was treated with fruit juice. No adverse event reported. Requested return of the alleged device for evaluation.